Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (trunk cable connector cracked) has been confirmed. Upon evaluation the trunk cable connector was broken. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report that the patient was receiving constant alarms and that the connector on his electrode belt was cracked. The patient was issued a replacement electrode belt.